Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info provided in this complaint was discovered during a review of data collected during a penumbra post-market clinical trial. The hospital used multiple sizes of the penumbra system and are not able to specifically point to any one device as the cause of the event. There was no device malfunction associated with this event.

Event description:
The pt was treated for a stroke and developed a subarachnoid bleed one day post-treatment. This event was reported by the site to be mild in severity, possibly related to the study device and the angiographic procedure, and was unresolved at the time. The event was also reported as not serious and no action was taken as a result.